Manufacturer narrative:
The accounts maintenance isolated the issue to the right sidereal inside circuit board. He replaced the circuit board to repair the bed.

Event description:
The account alleged the head up function ran unintentionally.